Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to excessive use, force or impactions, and/or not being inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the inserter thread fractured inside the stem while hammering the inserter. Another stem and inserter were utilized to complete the procedure.